Event description:
It was reported that when performing an open ventral hernia repair using the ventrio st mesh and fixation using the optifix at, the surgeon noted that the fasteners were not seating properly into the mesh/tissue and did not feel that adequate fixation was achieved. It was reported that the correct amount of counter force was applied during use. The surgeon was reported to be a first-time user of the optifix at. There were no loose fasteners left in the patient and no patient injury. It was reported there were 2 optifix at devices used during this case in which the same issue occurred.

Manufacturer narrative:
The subject device was discarded by the user facility at the time of use and was not available for evaluation. As reported, the user was new to the optifix at fixation device, therefore, it is possible adequate cupping, deployment angle, and/or counter pressure was not provided by the user during use of the device. However, without the sample to evaluate, we are unable to definitively determine why the fasteners in the device were not providing adequate fixation. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use include with the device recommend the following; 1. Place the tip of the optifix¿ at absorbable fixation system with articulating technology at the desired location perpendicular to the mesh or tissue and apply adequate counter pressure to ensure fastener is fully deployed. Different types of mesh may require different amounts of counter pressure. 2. Compress hand piece actuation lever in a single, complete, and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the counter pressure, and the actuation lever to allow the actuation lever to return completely to its resting, home position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. 3 the fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head and stem of the fastener. Place another fastener in the same vicinity. Addendum: this is an addendum to the initial emdr submitted on 06-jul-2020. This supplemental emdr was submitted to document the product lot number. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of 290 units released for distribution in july, 2019. This supplemental emdr represents one of the optifix at devices used. An additional supplemental emdr was submitted to represent the other optifix at device. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - sample discarded.

Manufacturer narrative:
The subject device was discarded by the user facility at the time of use and was not available for evaluation. As reported, the user was new to the optifix at fixation device, therefore, it is possible adequate cupping, deployment angle, and/or counter pressure was not provided by the user during use of the device. However, without the sample to evaluate, we are unable to definitively determine why the fasteners in the device were not providing adequate fixation. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use include with the device recommend the following: place the tip of the optifix¿ at absorbable fixation system with articulating technology at the desired location perpendicular to the mesh or tissue and apply adequate counter pressure to ensure fastener is fully deployed. Different types of mesh may require different amounts of counter pressure. Compress hand piece actuation lever in a single, complete, and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the counter pressure, and the actuation lever to allow the actuation lever to return completely to its resting, home position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head and stem of the fastener. Place another fastener in the same vicinity. Should additional information be provided a supplemental emdr will be submitted. This emdr represents one of the optifix at devices used. An additional emdr was submitted to represent the other optifix at device.

Event description:
It was reported that when performing an open ventral hernia repair using the ventrio st mesh and fixation using the optifix at, the surgeon noted that the fasteners were not seating properly into the mesh/tissue and did not feel that adequate fixation was achieved. It was reported that the correct amount of counter force was applied during use. The surgeon was reported to be a first-time user of the optifix at. There were no loose fasteners left in the patient and no patient injury. It was reported there were 2 optifix at devices used during this case in which the same issue occurred.